Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back test results obtained today of 588, 478 and 300 and something (customer could not recall exact result) mg/dl pm fasting. The customer¿s expected pm fasting blood glucose test result range is 150-250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/13/2025 and open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 29-feb-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-004: improper test method.